Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The patient had started to experience an increase in seizure activity two weeks prior and had reportedly not suffered any injury or trauma that may have damaged the hcp system. Lead break is suspected although x-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the ncp system. The patient's ncp system (both generator and lead) was replaced.